Event description:
During the saphenous vein harvesting procedure, the tunnel was not maintaining insufflation. The surgeon opened a replacement kit to complete the procedure. No pt complications were reported by the user facility.